Event description:
It was reported by the physician that the lead dislodged a few days post implant. Repositioning of the lead was unsuccessful. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.